Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-03699. The patient had a supra-orbital (off-label) pns system and an occipital (off-label) pns system. This issue is related tot he supra-orbital system. It is unknown which supra-orbital lead is related to this issue; therefore, both are being reported. It was reported the patient experienced lead erosion at one of the temples of his head. As a result, the supra-orbital system was explanted. As of (B)(6) 2014, the patient is healing as expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.